Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2.0 mg/ml dilaudid at a dose of 2.1545 mg/day via an implantable infusion pump for non-malignant pain. It was reported that at the patient's refill on (B)(6) 2017 a volume discrepancy was noted. A change in elective replacement indicator (eri) was also noted, however this was deemed to be normal as the pump was running at a high flow rate of 1.25 mls per day. The eri would be expected to go down in months if the flow rate was increased which it was in this case with a previously running rate of just over 1 ml per day. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.